Manufacturer narrative:
No device was returned, but device images were evaluated as part of the investigation: the identity of the device was provided; the DHR associated with the serial number provided was reviewed, and all process steps associated with device delamination had the appropriate signatures and evidence of conformation. The device images are consistent with the case description but could not be confirmed. The reported failure mode reflects the case description but could not be confirmed. The evaluation found no anomalies attributable to the manufacture of the device.

Manufacturer narrative:
Appropriate clinical signs, symptoms, conditions term/code not available: patient underwent reintervention. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on an unknown date in (B)(6) 2020, an interposition basilic vein gore® acuseal vascular graft was implanted for dialysis. The patient tolerated the procedure. On (B)(6) 2020, the surgeon performed a venogram and observed an irregularity in the graft. On (B)(6) 2021, the physician advanced a bard covera 7mm x 40mm to try to overcome the irregularity but during the procedure, the irregularity moved further down to make another irregularity in the gore® acuseal vascular graft. The physician then operated to elevate the gore® acuseal vascular graft and noted that the inner layer had separated from the outer layer for approximately two inches in length. The physician proceeded to excise the delaminated portion and implant a new gore® acuseal vascular graft to replace the excised section. The patient tolerated the procedure.